Event description:
It was reported that the intraocular lens turned opaque after implantation and was explanted without complication, due to the patient's poor visual acuity. The lens was sent by the reporter to an independent laboratory for analysis.

Manufacturer narrative:
The intraocular lens was sent by the implanting physician to an independent laboratory for analysis. The laboratory reported to the physician that the iol was clear in air, but turned cloudy after hydration. We are unable to confirm these findings as neither the report nor the iol were sent to us. Batch history records were reviewed and we were unable to identify any process deviation or assignable cause to this report. The results of the inspections of the lens performed at different stages were within product specifications. No additional reports of a similar nature were received for the remaining lenses manufactured in this batch. At this time we are unable to definitively determine the cause of this event and will continue to monitor and trend all reports. Device not returned to the manufacturer.